Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the calcified mid segment of left anterior descending artery. After a 7f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, during inflation, balloon ruptured. The procedure was completed with a different balloon and a stent was deployed followed by post-dilation. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 16mm from the tip of the device. The device failed to inflate to rated burst pressure. During functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the calcified mid segment of left anterior descending artery. After a 7f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, during inflation, balloon ruptured. The procedure was completed with a different balloon and a stent was deployed followed by post-dilation. There were no patient complications reported and the patient status was stable.